Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02498 pertains to the other device. It was reported to boston scientific that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009. According to the complainant, the patient experienced pain, dyspareunia, and incontinence (specifics unknown). Reportedly, the physician suggested mesh excision surgery, however the patient declined (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.